Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair condition with discoloration. Functional testing included delivery accuracy testing. The delivery accuracy tests found the pump to be delivering within the published specification of (B)(4). Simulated use testing found the pump functional and within specification. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump was not delivering medication. No adverse patient effects were reported.

Event description:
The reported product fault did not occur while in use with a patient.